Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Multiple MDR's were filed for this event (reference 0001825034-2017-02101 & 0002648920-2017-00209).

Event description:
It was reported that patient was revised approximately 1 month post-implantation due to infection. During the procedure, the acetabular liner and femoral head were removed and replaced. Attempts have been made, but no more information is available at this time.